Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and cubies were not detected on bus. A field service engineer (fse) opened the back panel and confirmed that all indicator lights were displaying correctly on the module and controller board. The station was powered down, reseated the drawer connections, and the device was rebooted. After rebooting, the drawers were displayed correctly, and the customer tested the inventory with satisfactory results. The system functioned as intended after the field service engineer repaired the device.